Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by counsel that claimant underwent right tha on (B)(6) 2010 and was implanted with an lfit anatomic v40 femoral head and accolade tmzf hip stem. The right hip was revised on (B)(6) 2023 allegedly due to head disassociation.